Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 6947 lead, implanted: (B)(6) 2003; yrecx22375, abdominal graft, implanted: (B)(6) 2004; yrirx16115, abdominal graft, implanted: (B)(6) 2004; yrbrx2615165, abdominal graft, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on electrocardiogram strips. The lead remains in use. No patient complications have been reported as a result of this event.